Manufacturer narrative:
The customer later responded to physio-control's request for additional information, the following information was provided by the customer: the device powered off when charging for defibrillation. The user was able to manually power the device back on each time but the charge was cancelled. Another unit was on the scene and swapped the device with their device. Approximate delay of 12 minutes. The patient was a (B)(6) male, weighing (B)(6). The patient was down approximately 8 minutes prior to the arrival of medical personnel. The patient did not survive. The patient was brought to the emergency room and the doctor terminated the efforts after 20 minutes in the emergency room. The customer, a health care provider stated that the device use did not cause or contribute to the patient¿s outcome, due to their observation that the patient¿s temperature was cooler in an environment that was warm, the reason they worked the patient upon arrival was because the patient¿s family was working the patient. The patient¿s pupils were fixed no reaction. Sections have been updated as applicable.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the device powered off when charging for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and will perform a review of the data. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the device powered off when charging for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The customer later responded to physio-control's request for additional information, the following information was provided by the customer: the device powered off when charging for defibrillation. The user was able to manually power the device back on each time but the charge was cancelled. Another unit was on the scene and swapped the device with their device. Approximate delay of 12 minutes. The patient was a (B)(6) male, weighing (B)(6). The patient was down approximately 8 minutes prior to the arrival of medical personnel. The patient did not survive. The patient was brought to the emergency room and the doctor terminated the efforts after 20 minutes in the emergency room. The customer, a health care provider stated that the device use did not cause or contribute to the patient¿s outcome, due to their observation that the patient¿s temperature was cooler in an environment that was warm, the reason they worked the patient upon arrival was because the patient¿s family was working the patient. The patient¿s pupils were fixed no reaction. Sections have been updated as applicable.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the device powered off when charging for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the device powered off when charging for defibrillation. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the electronic download from the customer¿s device. The data indicates that the device unexpectedly lost power 3 times during the reported event. The patient ECG record indicates that the device was displaying a low battery warning message during the reported event. There were no replace battery warnings annotated in the patient ECG record. The cause of the reported issue could not be determined.